Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the right atrial (ra) lead exhibited low sensing. Normal sensing was seen post-operatively as the patient's rhythm converted from atrial fibrillation (af) to normal sinus rhythm. The lead was implanted and remains in use. No patient complications have been reported as a result of this event.